Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 23 mg/dl. The customer's roommate tried to get the customer to eat carbohydrates, but the customer would not eat. At that time the roommate called the paramedics. The customer felt that the insulin pump settings were not correct. Reviewed the settings, and the time/date were incorrect. Nothing further was reported.